Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report the clip opening while establishing final arm angle. It was reported that a mitraclip procedure was performed to treat grade 4 functional mitral regurgitation (mr). During preparation of the ntw clip, it failed to establish final arm angle (efaa). Troubleshooting was performed and the clip passed efaa. Clip preparation continued and the device was advanced in the patient and placed medially on a2/p2. During efaa the clip was observed to open from 20 to approximately 60 degrees. Troubleshooting was performed but the issue persisted. The clip was removed from the patient and a replacement device was used to complete the procedure. The mr was reduced to a grade of <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip opening while establishing final arm angle) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported unintended movement (clip opening while establishing final arm angle) could not be determined. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).